Manufacturer narrative:
Medwatch submitted to the FDA. A review of the device labeling notes the following: the risk documentation for this device establishes the occurrence ranking for the reported event "inflation" as "remote", which is defined by apollo as .02% - .49% of complaints over units sold. A review for the intragastric balloon products for the failure mode "inflation" is performed during quarterly complaint analysis meetings (cam) and has demonstrated that global balloon inflation rate remains at "remote". Therefore, apollo determined that the reported event is occurring within the range of the expected frequency and severity for this reported event, as referenced in the cam meeting slides. The current orbera® intragastric balloon system directions for use (dfu) addresses the known and anticipated potential events of "pain" and "vomiting" as follows: antiemetics, antispasmodic, and anticholinergic drugs may be prescribed to lessen the early placement symptoms such as nausea, vomiting, and abdominal pain. Patients will need to immediately contact their physician for any severe or unusual symptoms. Placement of the balloon within the stomach produces an expected and predictable reaction characterized most commonly by a feeling of heaviness in the abdomen, nausea and vomiting, gastroesophageal reflux, belching, esophagitis, heartburn, diarrhea and, at times, abdominal, back or epigastric pain and cramping. Food digestion may be slowed during this adjustment period. These symptoms can be treated with antiemetic, antispasmodic, and anticholinergic medications. Typically the stomach acclimates to the presence of the device within the first 2 weeks. In order to prevent or ameliorate the symptoms most frequently experienced during the adjustment period, it is recommended that the physician use proton pump inhibitors (ppis), antiemetics, antispasmodics, and anticholinergic medications prophylactically (before orbera365¿ apollo endosurgery page 8 of 35 placement). Patients should be advised to immediately contact their physician for any unusually severe or worsening symptoms. Abdominal or back pain, either steady or cyclic. Injury to the lining of the digestive tract as a result of direct contact with the balloon, grasping forceps, or as a result of increased acid production by the stomach. This could lead to ulcer formation with pain, bleeding or even perforation. Surgery could be necessary to correct this condition. "The physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response." "Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms." "Complications: possible complications of the use of the orbera system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. Bacterial growth in the fluid which fills the balloon. Rapid release of this fluid into the intestine could cause infection, fever, cramps and diarrhea.

Event description:
Medical information review of literature: spontaneous hyperinflation of intragastric balloon: what caused it? Authors lopez-nava, g et al. (B)(6) year old female patient tolerated the orbera placement well (650cc fill). However, at 7 weeks, she presented with severe vomiting, abdominal pain, and distension. Erect and supine x-ray images showed a grossly distended intragastric balloon. A large air-fluid level was observed. The balloon was approximately twice its original volume. Laboratory analysis showed metabolic alkalosis (ph 7.44, bicarbonate 21.7 mmol/l, potassium 3.7 mmol/l). Repeat endoscopy showed a hyperinflated igb causing pyloric obstruction. A specimen of the balloon fluid was taken during removal of the balloon. The specimen culture showed candida parapsilosis.